Manufacturer narrative:
Device evaluation: lens returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens. Claim# : (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -8.50 diopter, into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault . This exchange resolved the problem. Cause of event is unknown.